Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The lesion was sufficiently dilated before the balloon ruptured. The device was removed without any problem and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 14mm in length and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the third inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The lesion was sufficiently dilated before the balloon ruptured. The device was removed without any problem and the procedure was completed. There were no patient complications nor injuries reported.